Event description:
This case was initially received via regulatory authority (B)(4) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("insert had migrated into the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with dysmenorrhoea and back pain, musculoskeletal pain ("contractions in the buttock"), pain in extremity ("contractions in the leg") and gait disturbance ("difficulty walking"). The patient will be treated with surgery (awaiting hysteroscopic removal without anaesthesia. Refusal of gynaecologist to remove inserts in emerg.). Essure treatment was not changed. At the time of the report, the device expulsion had not resolved and the musculoskeletal pain, pain in extremity and gait disturbance outcome was unknown. The reporter provided no causality assessment for device expulsion, gait disturbance, musculoskeletal pain and pain in extremity with essure. The reporter commented: ultrasound 9 months after insertion showed that an insert had migrated into the uterus causing contractions in the back, buttock and leg, with difficulty walking. Awaiting hysteroscopic removal without anaesthesia. Refusal of gynaecologist to remove inserts in emergency. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: an insert had migrated into the uterus. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound performed 9 months after insertion showed that and insert had migrated into the uterus (seen as device expulsion). Awaiting hysteroscopic removal without anaesthesia. The reported event is serious due to medical importance and anticipated in essure's reference safety information. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus. In this case, the an ultrasound revealed that essure migrated into the uterus. The exact mechanism of the event is unknown. However, given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention will be required. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 25-apr-2017. The most recent information was received on 06-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("insert had migrated into the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with dysmenorrhoea and back pain, musculoskeletal pain ("contractions in the buttock"), pain in extremity ("contractions in the leg") and gait disturbance ("difficulty walking"). The patient was treated with surgery (awaiting hysteroscopic removal without anaesthesia.refusal of gynaecologist to remove inserts in emerg.). Essure treatment was not changed. At the time of the report, the device expulsion had not resolved and the musculoskeletal pain, pain in extremity and gait disturbance outcome was unknown. The reporter provided no causality assessment for device expulsion, gait disturbance, musculoskeletal pain and pain in extremity with essure. The reporter commented: ultrasound 9 months after insertion showed that an insert had migrated into the uterus causing contractions in the back, buttock and leg, with difficulty walking. Awaiting hysteroscopic removal without anaesthesia. Refusal of gynaecologist to remove inserts in emergency. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: an insert had migrated into the uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jun-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 246 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.